Event description:
Report received from the USA stating the device has "a hole in the hose." The reporter could not clarify if the device was used in surgery. It was unk to the reporter if injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. A supplemental report will be sent upon completion of the eval.